Manufacturer narrative:
Upon review, bard/bd medical has received additional information that determined this MDR event is not reportable.

Event description:
It was reported that the balloon ruptured in 5 patients.

Manufacturer narrative:
The device was not returned for evaluation. The potential root cause for this failure mode could be user related (example: contact with sharp object)/ / exposure to petroleum based products mechanical failure/operator error. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews.

Event description:
It was reported that the balloon ruptured in 5 patients.